Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event. Db2: additional pro code selection that applies to the indication of this device <nhl, pjs>

Event description:
It was reported that this deep brain stimulation (dbs) patient experienced a fall while using her motorhome. During the incident, she hit her head at the site of the extension lead connection, resulting in intermittent impedances and inadequate stimulation. To address this issue, a revision procedure was performed in which the adapter was explanted and replaced. Postoperatively, the patient is recovering well and has reported satisfaction with her stimulation. In accordance with facility policy, the explanted device was retained and will not be returned.